Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes could easily be disengaged if the stretcher was bumped. The customer could not determine if there was patient involvement or if there were adverse consequences to report.